Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing kinked event on (B)(6) 2025. The infusion set tubing was kinked resulting in occlusion. The blood glucose level was high at 468 mg/dl, and the patient was treated with manual injection and patient was on prescription medication - losartan. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.